Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary right l5-s1 spinal root decompression. Three days later, the patient presented with csf leak (pseudomeningocele). The investigator noted the event as moderate in intensity. Patient had reoperation in the next month after MRI revealed pseudomeningocele. The procedure was wound exploration, repair of csf leak with 6-0 prolene, gelfoam/fibrin glue. Patient had resolution of fluid collection and headache with reoperation. Small laceration along axilla of nerve root was repaired. The outcome of the event was resolved with treatment in the next month. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.